Event description:
Based on additional information received on 05-dec- 2017, this case initially considered as non-serious was upgraded to serious as the event of device malfunction was added with seriousness criterion as important medical event. This unsolicited case from united states was received on 05-dec-2017 from a nurse. This case concerns patient (age and gender unspecified) who received treatment with synvisc one and later after unknown latency had pain and swelling. Also, device malfunction was identified for the reported lot number. No medical history, past drugs, concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with intra-articular synvisc one injection (frequency, dose, indication and expiry date: unknown) (batch/lot number: 7rsl021). On an unknown date, after unknown latency, patient experienced pain and swelling. Corrective treatment: not reported for all the events outcome: unknown for all the events. A pharmaceutical technical complaint was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction additional information was received on 05-dec-2017 and 12-jan-2018 (processed with the clock start date of 05- dec-2017). This case initially considered as non-serious was upgraded to serious as the event of device malfunction was added with seriousness criterion as important medical event. Event of device malfunction was added. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 05-dec-2017. This case concerns a patient who has received synvisc one injection from the recalled lot and later experienced pain and swelling. A temporal relationship cannot be established, as the event onset dates and device usage dates are unknown. However, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.